Manufacturer narrative:
Block b3: event date unknown. Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7070473. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7072988. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7073236.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure in which the entire spinal cord stimulation (scs) system was explanted. The patient is recovering without issue. The explanted devices will not be returned as they were retained by the hospital.